Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving an alert for the device in backup vvi. The high voltage therapy was active. The issue was resolved once a device download was performed successfully. The patient condition is fine after the download and currently now.